Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, 1st inratio: 4.6, 2nd inratio: 4.1, lab: 3.4. The two inratio results were taken about 10 minutes apart, and about 1 1/2 hours between the 2nd inratio reading and the lab draw.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date (B) (6) 2010, 1st inr: 4.6, 2nd inr: 4.1, mean: 4.35, sd: 0.35, %cv: 7.44. Since 7.44% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 4.6, reference: 3.4, mean: 4.00, confidence limits: 2.3-5.7. Date: 3/9/10, inratio: 4.1, reference: 3.4, mean: 3.75, confidence limits: 2.2-5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Data analysis of cv% and mean calculation from customer provided test data revealed precision and accuracy criteria was met. The results are not considered discrepant within the context of the documented variability for inr testing. Taking thyroid medication, (synthroid) may indicate patient has a thyroid problem. Inratio inr test result may be affected. No product is expected to be returned. There is insufficient information to determine the root cause of customer's test result discrepancy. As of 03/30/2010, 20 discrepant result complaints were reported for lot #221730 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.